Event description:
Per the audiologist's report on may 22, 2007, the patient developed a skin flap infection in spring 2007 (exact date not provided). The infection was treated with antibiotics. Revision surgery reportedly to recess the device more and put a skin graft over the device was done the following month. The patient was hospitalized for "a few days" after the procedure. Per the audiologist's report, a culture of "material" over the device package was positive for hemophilus influenza. The device remains implanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.